Event description:
On (B)(6) 2012, it was reported that the vns patient was having incision debridement at the neck. It was noted to be superficial inflammation and there was no would dehiscence or infection. The surgeon believed there was some patient manipulation involved that was likely the cause of the issue. The surgeon stated that the issue was not present at the 2-week post-op appointment with the surgeon but just appeared a few days ago. The consultant confirmed that the incision debridement occurred on (B)(6) 2012 but was unknown if electrocautery was used. He checked the device and everything appeared fine post-operatively. No further details were available on the issue. Update later if needed.